Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome. Multiple unsuccessful attempts were made to obtain the device for evaluation. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it was reported that a reciprocal blue file broke during use. The outcome of the event is unknown as of this MDR evaluation.